Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek/thermoform sticking.

Event description:
Healthcare professional reported "stuck and very difficult to remove", "there was no break in sterility". This record is for unknown side. Device was not implanted.